Event description:
Sigmoid colon perforation [slurry] [larry intestine perforation]. Case description: literature-spont report received on 10-mar-2009 from a company representative regarding a female pt, initials and age unk. The report was received from an abstract entitled "171 laparoscopic surgeries using a seprafilm slurry" that was submitted for consideration of acceptance to the society of laparoendoscopic surgeons meeting. The abstract was currently under consideration for the meeting and was not published otherwise. The pt underwent a complex gynecological laparoscopy which included the use of a seprafilm slurry on an unk date. Three sheets of seprafilm were crumbled and mixed into 60 cc of saline. The gel-like mixture was poured into a catheter-tipped syringe. The slurry was used to coat all pedicals and deperitonealized pelvic surfaces. The pt had extensive adhesiolysis requiring suturing of the sigmoid colon and developed the postoperative complication of sigmoid colon perforation. It was the opinion of the physician that caution should be taken if seprafilm applied after significant bowel suturing. As of the date of this report, the pt's outcome was unk. Additional info was received from the physician on 19-mar-2009. The postoperative complications listed in the abstract table were regarding 10 separate pts, no pt had more than one complication. The physician stated that in his opinion, the 8 cases of ileus and the 1 case of left obturator hematoma were unrelated to seprafilm. The physician stated that the postoperative complication of sigmoid colon perforation was possibly related to seprafilm but could also have been related to the surgery itself.

Manufacturer narrative:
Report source literature description. Journal: author: lioudmila lipetskaia, md, jamie avellini, md, david f silver, md. Title: 171 laparoscopic surgeries using a seprafilm slurry.